Event description:
It was reported that the right ventricular lead dislodged. Multiple attempts were made to reposition the lead, but it continued to dislodge. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted, there was blood/body fluid (not obstructed) on the proximal conductor, and there was a breached cut on the outer insulation. There was blood in/on the helix mechanism and apparent explant damage.